Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. Unit returned with its original pouch. The device does not have the coil peeled, however it has the distal tip kinked. The overall length and od of distal tip were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that component detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left arteriovenous fistula. A 7.0mmx40mmx80cm sterling balloon catheter was used along with two (2) 150cm, 8cm v-18 "control wire" guide wires. However, when delivering the device to the lesion, a marker band-like object remained in the palmar artery and it seemed that there was no hematogenous disorder. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06191 and 2134265-2015-06193. It was reported that component detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left arteriovenous fistula. A 7.0mmx40mmx80cm sterling balloon catheter was used along with two (2) 150cm, 8cm v-18 control wire guide wires. However, when delivering the device to the lesion, a marker band-like object remained in the palmar artery and it seemed that there was no hematogenous disorder. The procedure was completed with this device. No patient complications were reported and the patient's status was good.